Manufacturer narrative:
The investigation found the last calibration was performed on 19-jun-2021, signal 2 was slightly higher than expected. The qc was trending higher with four 1s flags but still recovering within an acceptable range. The alarm trace did not contain a conspicuous event. The field service engineer checked and inspected the instrument for issues and performed performance, precision testing, and electromechanical checks. All were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t gen 5 stat results for two patient samples with the cobas e 411 immunoassay analyzer. Patient 1: the initial result was 64.24 ng/l. The repeated result was 19.06 ng/l. The second repeated result was 16.02 ng/l. Patient 2: the initial result was 47.49 ng/l. The repeated result was 8.32 ng/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 490881. The expiration date was requested but not provided.